Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens, into the patients left eye (os), in (B)(6) 2020. The lens was reported as having a low vault and had rotated. The lens was repositioned in (B)(6) 2020. The patient experienced elevated intraocular pressure (iop). The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6b: unk. H4: unk. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "1937" should be removed. "4581-lens misalignment, lens centration issues" and "4582" should be added. B5-the reporter indicated that the surgeon implanted an implantable collamer lens of diopter into the patient's left eye (os) in (B)(6) 2020. The patient experienced "very low icl vault from beginning", lens misalignment, lens centration issues, and lens repositioning. The lens was repositioned due to "cylinder orientation and lens centration". The lens remains implanted and the problem was not resolved. The reporter indicated the cause of the event is unknown. Claim# (B)(4).